Manufacturer narrative:
After further review MFR# 2916837-2020-00298 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facs aria¿ unspecified liquid sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: sticking of obscure bar (confirmed at regular inspection) was the leak fluid or air? Liquid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facs aria¿ unspecified liquid sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: sticking of obscure bar (confirmed at regular inspection). Was the leak fluid or air? Liquid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.